Event description:
It was reported that the physician has been unable to interrogate the patient's device "in a long time possibly due to low battery". The physician would like to arrange for generator replacement, and also believes that there is something wrong with the leads as well but cannot verify due to not being able to interrogate. The physician did not provide clarification as to why he believed there is something wrong with the leads. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient suffered from cervical dystonia, which the physician attributed to the placement of the vns. It was reported that the patient had two vns generators implanted, one in the upper left chest and one further down in the patient's breast tissue. The patient was referred for vns explant. Multiple attempts were made for additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient experienced a pulling sensation and discomfort at their neck. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.